Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2018 with the following findings: review of the black box data revealed multiple power on reset events recorded. The returned battery cap was intact and without damage and measured within specifications. The pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 24 hours without any interruption of power. Investigation did not duplicate the alleged power issue and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.